Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log was performed, and the customer did not report the event occurrence date or specific event parameters associated with the event. The customer reported problem could not be confirmed through the event history log and no abnormalities were observed in the history log. During functional testing the device delivered with an error percentage of 1.61% which is within specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "volume test fail" was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a 60 mins. Run time. The delivered amount was 40.644 and the error percentage was at 1.61%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume test during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.